Manufacturer narrative:
The insulin pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, the cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that crack on reservoir compartment of insulin pump. The customer¿s blood glucose level was 99 mg/dl. The customer was assisted with troubleshooting. Customer stated cracks on the pump and that the insulin may be leaking. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.